Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient received a "bump" after wearing the pod for longer than 48 hours on the back of his leg. While reporting this issue, patient advised that he was hospitalized after wearing this pod. When patient's blood glucose (bg) reached 446 mg/dl, he consulting his physician via phone. Physician advised patient to seek help at an emergency room (ER). However, it was not until patient's bg levels exceeded 500, did he visit the ER. While at ER, patient was officially diagnosed with diabetic ketoacidosis (dka), pod was removed from infusion site (leg), and patient was treated with fluids and injections of insulin (lantis). Patient admitted for a total of 2 days and a new pod was applied prior to discharge. It should be noted that the patient has been using the omnipod system as insulin infusion therapy for 4 months, however, had been diagnosed with dka 5 times over the course of 2 years. The patient no longer has this device, therefore, no lot or sequence number is available.